Event description:
It was reported that reoccurring problems are being encountered with the seal, fit and attachment of multiple size 6 dic, disposable inner cannulae to the ventilator circuitry. Limited info is available regarding the events, the pts(s), and device usage/maintenance. Two(2), size 6 dic devices were returned to the MFR on 04/09/99 for identification, analysis and investigation.